Event description:
It was reported that during routine follow-up of an asymptomatic patient, device reprogramming resulted in oversensing of the right ventricular lead. Noise was able to produced through isometric exercises. The lead was capped and replaced.

Manufacturer narrative:
(B)(4).